Event description:
The 2007 siemens somatom in the (B)(6) medical center , had problems which required me to be put in and out of the unit. They had to reboot it. My left eye had a tingle in it and it was watered profusely at times. I am wondering if this was caused by the cat scan and also wondering why I was not given glasses to protect myself from the lights on the machine.